Manufacturer narrative:
Permobil ab received report alleging while the end-user was operating their device, it was reported to have tipped forward to where the end-user sustained injuries consisting of 2 broken legs. Investigation concluded the root cause of the reported event as being attributed to lack of service/maintenance in that the seat sizing had not been changed to accommodate the end-user. It was found that the current configuration of the seating was not set up to accommodate the end-users current physical proportions. Since the device was originally distributed over 4 years prior, overtime, the end-user has had an increase in weight and proportions to where they no longer fit into the seating appropriately. This caused the users positioning to be too far forward in the seating which allowed the device to tip forward due to improper weight distribution. It was reported the prescriber failed to inform the assistive technology centre of the users weight increase, therefore the seating was not properly adapted to meet the end-users configuration requirements. An evaluation of the wheelchair was conducted to which the device was found to be fully functional with no operational malfunctions being noted. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report claiming while the end-user was operating the device, it was alleged to have tipped forward which caused the end-user to suffer injury requiring medical intervention.